Manufacturer narrative:
Date of event - unknown month and day 2005. The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore a review of the manufacturing documentation could not be performed. The most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B) (4). Device not returned for analysis

Event description:
(B) (6) peripheral cutting balloon registry. It was reported that in (B) (6) of 2005 the patient underwent treatment with the peripheral cutting balloon device for one lesion. The de novo lesion was concentric and was located in the proximal anatomosis of a femoral-popliteal (f-p) bypass graft. The stenosis was described as ¿highly resistant.¿ the target vessel was non-tortuous and without calcification. The target vessel reference diameter was 6.0mm, the lesion length was 10mm and 80% stenosed. The target lesion post-procedure stenosis was 20%. The patient had a follow up visit in (B) (6) of 2005. There was a notation, ¿infectious complication.¿ a below the knee amputation was performed. The date of the surgery was not provided. The target lesion was reported as patent and no intervention is documented in the target vessel. No additional follow up information was provided.